Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008; inratio: 0.9; lab: 2.5 (next day). Caller alleged imprecision with inratio meter. Results as follows: inratio precision data provided by end-user: first test inr = 3.6; second test inr = 4.2. Caller updated this case on three days later. First test inr = 4.3; second test inr =4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 0.9; lab: 2.5 (next day); mean: 1.7; confidence limits: 1.2-2.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Inratio and lab values are outside the confidence limits for inr testing. The time interval between tests was > 3 hours. The comparison was considered invalid. No further testing required. Inratio precision data provided by end-user: first test inr = 3.6; second test inr = 4.2; mean = 3.9 ; sd = 0.42; %cv = 11%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Caller updated this case on three days later. First test inr = 4.3; second test inr = 4.6; mean = 4.45; sd = 0.21; %cv = 4.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.